Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 147mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Button error alarm due to moisture damage on keypad trace. No moisture damage on electronics noted. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.